Event description:
Pt underwent a tubal ligature procedure where karl storz bipolar forceps was allegedly used. Pt came back the next day with abdominal pain and exploratory laparoscopic procedure was performed. A damaged portion of the small bowel was found and resected. In 2003 add'l surgery performed to resect small bowel.